Event description:
A dreamstation auto CPAP was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, foam particles were observed in the blower kit. Debris was also noted on the lcd screen. There were no error codes recorded in the event log. All issues were corrected.